Manufacturer narrative:
(B)(4). Concomitant medical products: medical product:  vngd cr tib brg 10x63/67 mm: catalog#183420, lot#360020; biomet finned pri stem 40mm: catalog#141314, lot#854950; bmet arcom ap pat w/wire 31mm ire 31mm: catalog#11-150826, lot#867610; biomet ilok pri tib tray 63mm: catalog#141211, lot#621150. Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2022-01115; 0001825034-2022-01116; 0001825034-2022-01117; 0001825034-2022-01118. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient states to have persistent pain for the past ten years and five months post implantation. The patient also experiences swelling in the knee with weather changes and states that the left leg has been longer than the right since the surgery. Instability was noted upon assessment and the patient underwent bone scans and lab work to determine eligibility for revision. Final outcome is pending at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues pain in groin and buttocks, feeling of instability, valgus instability as reported. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.